Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had hernia surgery on (B)(6) 2012, and had the implantable neurostimulator (ins) turned off before the surgery. The ins was turned back on following surgery, but the patient experienced a gradual return of symptoms. At a doctor appointment on (B)(6) 2012, it was found that the ins had turned off by itself. There was no known accident or incident related to the event. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, product type: lead. (B)(4).